Event description:
During preparation for the case, technician unpacked device and noticed that there was a kink in the penumbra neuron delivery catheter 070. For safety considerations, device was discarded and procedure was completed with another of the same device.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.